Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that since she began using the dexcom cgm system in (B)(6) 2013, she has experienced a reaction to the sensor adhesive. Upon removal of each sensor, patient experiences a rash in the shape of the sensor adhesive. Patient reports the rash is red, raw, and itchy. She has experienced some scarring at the sites. Patient reports she has a skin condition in which she is allergic to most adhesive products. In (B)(6) 2013, patient consulted with a physician about the rash. Patient reports that the physician was aware of the patient's skin condition prior to prescription of the dexcom cgm system. At the time of her call to dexcom technical support, patient reports that her sensor sites are itchy, but that she is in fine condition.